Event description:
It was reported that when the patient presented in clinic with non-sustained vt/vf episodes, lead noise was observed. Noise was not reproducible with pocket manipulation or isometrics. Programming changes were made and the patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.